Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device data error due to operating system update. A technical support specialist uninstalled the knowledge base to resolve. The system was functional as intended.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped working and showing an error message, preventing user to open the database. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system stopped responding and displayed error message "an unexpected data error occurred, preventing user to open the database. Login failed for the user. The customer stated it recurs upon trying to restart the unit. This is followed immediately by "object reference not set to an instance of an object" error message. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system froze and displayed error messages due to an unapproved windows update. The technical support specialist dialed into the station and uninstalled the cumulative update to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.